Manufacturer narrative:
Consumer experienced burning and reported it felt like she had an infection in the right eye. The consumer self-treated with ofloxacin eye drops and did not visit a doctor. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The consumer is recovered. The product was returned and the evaluation is in progress.

Event description:
Consumer purchased a twin pack and used the first bottle without any issues. On the second bottle, she experienced burning and reported it felt like she had an infection in the right eye. The consumer self-treated with ofloxacin eye drops which she had on hand from a previous unrelated eye event. No doctor was seen and the consumer recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
The product was evaluated and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation revealed it did not meet all product requirements with the returned lens case.